Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had an allergic reaction to mdt device and that is why it was replaced with a st. Jude's device. No additional information was provided.